Manufacturer narrative:
Complaint no: cmplnt (B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown; further described as the patient "probably got the peritonitis from the other hospital where the patient was hospitalized for an unknown indication" (no further detail was provided). Two days after onset of the peritonitis, the patient was hospitalized for thirteen days. The treatment for the peritonitis and action taken with extraneal and physioneal therapies was not reported. On an unreported date, the patient was recovered from the peritonitis. No additional information is available.